Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient reported they think either their phone or their ins died and when patient recharged and turned therapy on at that program they were at before therapy is not working as well. The patient reported they are not able to hold their bladder as well as they were before and stated they have tried increasing stimulation on all available programs but that is not helping. The patient confirmed on call therapy is on at 1.1 ma, program d but cannot increase stimulation any higher that is comfortable. The patient stated when they change therapy settings they can tell pretty immediate whether if they are able to empty their bladder completely or not. The patient reported they shut their phone off for an MRI and when they went to turn the phone back on the therapy was not working as well. The patient stated followingthis they called manufacturer representative (rep) and "went through a complete reset" and the rep assisted with adding program d over the phone and the patient changed to program d at that time but program d is no longer working. The patient called to request additional programs added as pa tient has tried all available programs. Agent did not ask about the circumstances that led to the reported issue. The patient disconnected call stating they will follow up with hcp/rep. Agent unable to collect any further event information.